Manufacturer narrative:
Technician found the bed in storage area. Head section would not raise. Found bad valve solenoid. Replaced valve solenoid performed function check to resolve this issue.

Event description:
Complaint received indicating that the head section would not raise. No injury alleged.